Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician placed a neuron max 6f 088 long sheath (neuron max) in the patient's body, then used a 3maxc to advance a penumbra system 5max reperfusion catheter (5maxc) into the target vessel. However, while attempting to retract the 3maxc, it broke at the proximal tip. The physician was then able to pull the broken 3maxc out of the patient¿s body and the procedure was completed by aspiration using the 5maxc and neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The 3maxc was fractured approximately 83.5 cm from the hub. Evaluation of the returned 3maxc revealed a fractured device. This damage typically occurs as a result of forcefully retracting the device against resistance. The initial resistance may have been due to interaction with other devices in distal patient anatomy. The neuron max and 5maxc mentioned in the complaint were not returned for evaluation. The root cause of the initial resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.